Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began one month prior to contacting lfs. The patient manages his diabetes with fixed insulin doses and decreased his food/drink intake the day prior to contacting lfs, in response to the alleged issue. The patient denied developing any symptoms, however stated that, one day prior to contacting lfs, he went to his doctor's office where he was treated with IV glucose and had a blood glucose test performed on a lab device, which gave a result of 300mg/dl. During troubleshooting the cca noted that there was no apparent misuse of the meter and that the issue was recurring. The battery did not appear to require replacing. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.